Manufacturer narrative:
The date of event, date of explant, and patient's weight are unknown. Concomitant medical products and therapy dates: model: 3224, scs lead, therapy date: unknown, model: 3386, scs extension, therapy date: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 3; reference MFR. Report#: 1627487-2020-21760; reference MFR. Report#: 1627487-2020-21761. It was reported the patient's scs system was explanted due to ineffective stimulation.